Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results for 1 patient from two coaguchek xs pro ii meters and compared to the laboratory result. The result from the meter serial number (B)(4) was 5.2 inr. The result from the meter serial number (B)(4) was 2.8 inr. The result from the laboratory with venous blood was 2.1 inr. There was no allegation of an adverse event. There have been no changes in the patient's diet. The patient's therapeutic range was 2-3 inr. The device was requested to be returned for investigation. Relevant retention test strips (lot 364253) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.